Event description:
During use in surgery the metallic stem went into the plastic handle. It was stated that during a bankart/slap repair the anchors broke at the eyelet and the shaft migrated into the handle. This occurred on two devices and a delay of 20- minutes resulted. The surgeon used our 2.7mm drill on the 18 year old patient. Both anchors were removed with a grasper and the repair was completed with our 2.8mm twinfix anchors. No patient injury or complications resulted.